Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the device will not lock onto the handpiece device was confirmed. An assessment was performed and it was determined the device failed the functional assessment, and the cutter insertion assessment due to the missing internal components. It was observed that the terminals were corroded, the device was missing internal components screw, bearing stack, bearing, spacer, long spacer, short spacer, spacer, and bushing, and the nose tube was bent. The device loctite joints were inspected, and no loctite residue was found on the threads of the components. It was noted that the remaining functional assessment could not be completed. It was determined that the lack of loctite on the loctite joint caused the internal components to be missing. It was determined that the root cause for the device falling apart and missing components was a manufacturing error, due to no loctite residue found on threads of components. It was determined that this was due to improper assembly. The root cause for the component damage and the bent nose tube was determined to be traced to user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported that the long attachment device would not lock onto the drill device. During in-house engineering evaluation it was observed that the device was missing internal components and was received apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.